Event description:
A surgeon reported "pressure is not ok" during a vitrectomy procedure. After a 10 minute delay, the procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Root cause unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).